Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call blank display on the insulin pump. Troubleshooting for the blank display was performed. Customer was advised to monitor insulin pump and call back when they get a new battery to continue troubleshooting.